Event description:
Customer called to report hospitalization with low bgs. Incident occurred a few days prior. Device was disconnected at the time of call. It was stated that the paramedics were called. It was noted that the reservoir was out of the pump and there was no insulin remaining when customer arrived at the hosp. It was stated that the customer was not disconnected from the device nor was the pump placed on suspend mode. The reservoir door was open, but the customer could not remember if the reservoir had fallen out. The customer states that the self test was run two or three times and the device passed each time. Troubleshooting was performed. Pump also passed the test and insulin exited. The customer stated that while they were confident wearing a pump they would like a replacement due to the loose door.